Manufacturer narrative:
(B)(4). Initial implantation occurred in 2007. Medical product: femoral component option for cemented use only size f: catalog#00599601601, lot#ni; unknown tibial component: catalog#ni, lot#ni. Report source: foreign: germany. Attempts are being made to retrieve the product for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, approximately fifteen years post-implantation, the patient underwent revision surgery due to a fractured articular surface. Attempts have been made and no further information has been provided at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had minor fall. Revision surgery was performed and found pin/ post was fractured from articular surface. Slight wear was seen in the medial posterior edges. Articular surface was revised with no complication. X-ray identified no obvious signs of hardware complication on the provided images. Root cause was unable to be determined. Per package insert, fracture, instability are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a3; a4; b4; b5; b7; d1; d4; d6a; d10; g3; h2; h4; h6; h10. D10: medical product: femoral component size f: catalog#00599601601, lot#60723532; stemmed tibial component precoat size 6: catalog#00598004702, lot#60674839. The investigation is in process. Upon conclusion of the investigation or receipt of additional information, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, approximately fifteen years post-implantation, the patient experienced a slight fall on the knee joint, which led to a cracking noise and instability. The patient underwent revision surgery twelve days after the fall where it was noted that the pin of the articular surface fractured and floating in the joint. Moderate wear was also observed on the back edge of the articular surface. The articular surface was exchanged without complication. Due diligence is complete as multiple attempts have been made; all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified articular post was fractured. Device was submitted for further analysis. Analysis determined the post fracture was caused by overloading and potentially also the sudden impact during the patient's fall, possibly exacerbated by impingement by and misalignment with the femoral component. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.